Event description:
It was reported that during an unknown procedure, the electrode peeled away. Another device was used to complete the case. There were no adverse consequences to the patient. One device will be returning.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). The device was received with the electrode broken off from the instrument and not returned, and the ceramic cracked but sections are still bonded to the lower jaw. Because of the missing electrode we were unable to test the full functionality of the instrument. The instrument was disassembled and evidence of electrode were found on the active rod.